Event description:
Reportedly, on (B)(6) 2025, when performing a smart check on the orchestra plus, the v threshold measurement was not automatically recorded and the check could not be completed. There was no issue on a normal manual check. Even checked for wand misalignment and tried several times, but recording still did not occur during the smart check. This issue was confirmed with other programmer at the hospital. Smartview 3.22j.

Manufacturer narrative:
Analysis of the provided files permit to confirm the reported event as two crashes are visible this day. These crashes resulted from a software malfunction related to poor management of the programmer modules during real time tests. The main probable hypothesis is that a known issue of crash of the egm display controls (golcontrols) occurred. This can be triggered when the user tries to position the cursor at the end of a manual threshold. The reported event could also have been caused by an instability of aida reading thread after it has been interrupted and resumed several times. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Files investigation is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, when performing a smart check on the orchestra plus, the v threshold measurement was not automatically recorded and the check could not be completed. There was no issue on a normal manual check. Even checked for wand misalignment and tried several times, but recording still did not occur during the smart check. This issue was confirmed with other programmer at the hospital. Smartview 3.22j